Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) allegedly had premature battery depletion (pbd). Insulation defect on the right atrial (ra) and right ventricular (rv) leads was also suspected with low pacing impedance measurements. The device was explanted and both leads were surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.